Event description:
A report was received that the patient developed a mild subdural hematoma and mild edema following ipg implantation. The patient¿s hospitalization was prolonged and the patient was treated with medication to address the edema. The reported event remains unresolved. The event was assessed as causally related to the procedure and not related to the device or stimulation.

Manufacturer narrative:
Additional information was received that per the physician the reported event is considered recovered/resolved.

Event description:
A report was received that the patient developed a mild subdural hematoma and mild edema following ipg implantation. The patient¿s hospitalization was prolonged and the patient was treated with medication to address the edema. The reported event remains unresolved. The event was assessed as causally related to the procedure and not related to the device or stimulation.